Manufacturer narrative:
(B)(4). The product was disposed of at the user facility. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The sterilization records for this batch indicate that all processing parameters were within specifications and all samples passed quality testing, which includes pyrogen and biological indicator testing. The instructions for use that accompany the device state that local and systemic infections are not uncommon with this type of procedure and are usually caused by organisms that inhabit the skin. However, other pathogens circulating in the bloodstream may colonize the device and in the majority of patients require its removal.

Event description:
It was reported that a patient came down with a postoperative infection. The device was explanted and disposed of at the user facility. No cultures of the device were taken. The patient was reported to be in stable condition.